Event description:
1) product name: fem/tib extrac 11x7 3/4 in product code: 242102000, "tip of instrument (circled in photograph) is chipped/broken off". A. Were there any fragments generated? No. If generated, were all the pieces retrieved? No. 2) product name: pinn gb straight grater hndl product code: 255000140, "spring function of the grater handle is not functioning correctly, so that the device interaction with any grater reamer basket/head will not lock/will not hold". A. Were there any fragments generated? No. If generated, were all the pieces retrieved? No. 3) product name: driver product code: 620510105, "tip of the driver is broken into pieces". A. Were there any fragments generated? No. If generated, were all the pieces retrieved? No. 4) product name: attune mes sizing/rot gde product code: 254400509, clarified the written statement, "device still functional, just the white font numbering keeps on wearing out/not visible, making it difficult to see during surgery". A. Were there any fragments generated? No. If generated, were all the pieces retrieved? No. 5) product name: hp extract tib comp remover product code: 201103045. "The top of instrument is broken off (see circled upright instrument). It should look like the one lying on its side next to the broken instrument (circled part is the missing part)". A. Were there any fragments generated? No. If generated, were all the pieces retrieved? No. 6) product name: pinn straight cup impactor product code: 221750041, "the end of the cup impactor (the strike surface) has broken off of the impactor". A. Were there any fragments generated? No. If generated, were all the pieces retrieved? No. 7) product name: actis broach sz 7 product code: 201001070, "the neck post on the broach is bent/deformed so that it gets stuck onto any broach handle it is attached to". A. Were there any fragments generated? No. If generated, were all the pieces retrieved? No. 8) product name: attune em tibial ankle clamp product code: 254400001, "one of the ankle paddles on the ankle clamp is broken". A. Were there any fragments generated? No. If generated, were all the pieces retrieved? No. 9) product name: humeral stem pin punch product code: 620101121, "one of the long spikes from the humeral stem punch is broken off and missing". A. Were there any fragments generated? No. If generated, were all the pieces retrieved? No.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b3, b5. Corrected: h6 medical device problem code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on upon office in house inspection, it was found that the instrument was broken. No previous cases was affected. Additional information received: device still functional, just the white font numbering keeps on wearing out/not visible, making it difficult to see during surgery. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the paint injection engraving was peeling off from the sample. It is reasonable to conclude that there were difficulties to see during surgery. Additionally, the stylus assy was missing. The previous investigations found the ink appearing to have been removed as a result of autoclave cycling due to multiple uses. Since the ink is backfilled into debossed marking, even if the ink is removed, the number markings remain, and are usable for the surgeon, though with a lower contrast. As there is no patient effect, and since a design solution has been developed, no additional action is identified, and the post market surveillance procedure should be used to log and trend any future complaints. The observed conditions were identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. Missing components condition may occur during the cleaning/sterilization process, particularly when the components are assembled or disassembled. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune mes sizing/rot gde would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d9. Corrected: h3.

Event description:
It was reported that on upon office in house inspection, it was found that the instrument was broken. No previous cases were affected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.